Manufacturer narrative:
Physio-control evaluated the customer's device and would not complete its boot up cycle. The device can no longer be repaired. The customer was provided with a replacement device. Physio-control product analysis center (pac) evaluated the customer's device and verified the reported issue. It was observed that the battery cells of bt3 were heavily corroded. The cause of the reported issue was determined to be due to a failed bt3 component.

Event description:
A customer contacted physio-control to report that their device was showing its attention icon. Upon inspection, physio-control observed that the device would not complete its boot up cycle. There was no patient use associated with the reported event.